Manufacturer narrative:
The root cause for the axial length measurement values being too high was a device malfunction caused by a zeiss field service engineer performing invalid procedures on the device.

Event description:
During a system checkout being performed on an iolmaster 700 demonstration device in south africa, a zeiss field service engineer (fse) found that the oct length was out of tolerance. Second level support was contacted and the device was taken out of service. It is not known whether the device was being used for measuring patients. There is no information that incorrect measurement values were used for the calculation and implantation of intraocular lenses. There is also no information about any negative impact to a patient (like lens re-implantation).